Event description:
While using the dilatation catheter on a mid rca lesion a dissection occurred when the balloon was at 12 atms, the inflation pressure was increased to 14 atms, when the balloon ruptured. Four stents were used to repair the vessel. Post-procedure, the vessel was patent and the pt had no discomfort. The pt has been discharged home with no complications.